Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3387s-40, lot# va0935y, implanted: 2013-(B)(6), product type lead product ID neu_stimloc_acc, lot# unknown, product type accessory product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
Please refer to MFR 3007566237-2013-02254 for a report of issues related to the patients first implant. The patient had a second procedure on 2013-(B)(6). The surgery was complete and the patient was closed. When the post op MRI was performed it was noted that the lead was 1 cm higher/inferior than what the physician wanted. The patient did have the same relief and efficacy, but it was stated that the lead may need to be adjusted. It was also stated that the patient may not want to have the lead adjusted as they were getting good therapy. It was unknown if the ¿pacman¿ was to blame as there was no evidence to support this. No additional information was known.